Event description:
A report has been received where the headspring mounts to the footspring where the pin goes it was noted that the frame is starting to bow. It was reported that it almost touches the floor. No injury.